Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, a distributor reported via email that an ar-4501 meniscal cinch ii experienced an issue during its second suture deployment, in which the implant was not released. No additional details were provided. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/18/2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive movement used during meniscal cinch insertion.

Event description:
Additional information: this occurred during a knee arthroscopy and meniscal repair procedure on (B)(6) 2025. The case was completed using a replacement ar-4501 meniscal cinch ii. There was no case delay and no additional anesthesia administered to the patient. The first implant and suture were removed from the patient after the failure of the second implant, which did not deploy. The patient's bone quality was assessed as good. No adverse effects were reported on or following the surgery. No photo was taken for documentation.